Manufacturer narrative:
Analysis of the software, case part (B)(4) determined that there was an unresponsive software. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that when the manufacturer representative (rep) logged into cranial 3.0.2 and selected the surgeon profile, the system unexpectedly exited to the blue splash screen. The rep rebooted the system and was able to access the software normally. Technical services (ts) checked the storage on the system and it was at 70% full. Ts recommended deleting patient exams that were no longer needed on the system. Resolution of the issue was confirmed on call. There was no patient present as this issue was observed when loading exams.